Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported that a previously removed ins had been shocking her. The shocking was described as intermittent and had began shortly after implant. The patient stated that she had nerve infringement around the device and "it was bad nerve pain." The patient stated that she is getting a new ins this (B)(6). The original purpose of the call was to obtain information about an MRI that was not related to the previous ins or therapy, however the patient still had the ins lead implanted. The patient was advised that an MRI was not advised due to the remaining lead. Patient status is unknown at the time of this report.

Manufacturer narrative:
Correction: the outcome code on the ins should be corrected to es3ps1, the original code of es2ps1 does not apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.